Event description:
It was reported that during the procedure in the heavily calcified proximal perineal artery, via femoral cross-over approach, a 2.50x20 rx trek dilatation catheter was advanced to the target site with resistance due to the calcification. Dilatation was performed one time at unspecified atmospheres. The catheter was withdrawn from the anatomy without reported resistance. Once outside of the anatomy, it was observed that the distal segment of the catheter had separated in the vessel. An unsuccessful attempt was made to snare the separated segment. A balloon was then advanced and was used to retrieve the separated segment into the guide catheter. The guide catheter, guide wire and separated segment were withdrawn from the anatomy as a single unit. Balloon angioplasty of the target area was continued successfully using a non-abbott balloon. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use; against resistance. Evaluation summary: the device was returned for analysis and the reported shaft separation was confirmed on the return and most likely due to the case circumstances. The reported physical resistance could not be replicated in a testing environment. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual inspection of the returned device, there is no indication of a product quality deficiency. It should be noted that the trek rx instructions for use (IFU) states that the trek rx catheter is coronary artery indicated. The IFU warnings section also states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Based on the information reviewed, there is no indication of a product deficiency.